Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging inaccurate results. The reporter mentioned results of "24.8 mmol/l" and "5.9 mmol/l" performed within 20 minutes of each other. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # __(mm/dd/yyyy)-device evaluation: the meter and test strips involved with this complaint have been returned and the test strips have been evaluated by lifescan product analysis on 6/12/2013 with the following findings: the test strips were tested and the primary complaint was not confirmed. The meter has not undergone testing yet. When lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 (07/11/2013)-device evaluation: the subject meter was returned on 05/31/2013 and analysis completed on 07/09/2013 by lifescan product analysis with the following findings: the reported complaint could not be reproduced during investigation. The meter functioned normally and no issues were found that could cause or contribute to the reported complaint. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan has requested the subject products to be returned for evaluation however the products have not yet been returned or evaluated. If lifescan receives the product lifescan will inform the FDA of any products that fail evaluation in a supplemental report.